Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the "nees" tray was cracked. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did receive the actual device, and the complaint was confirmed. The damage may have occurred when the tray was opened, or it may have been mishandled. However, the crack is not likely due to shipping damage. Therefore, the root cause of this complaint is due to user mishandling of the pack, causing the tray damage. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).